Event description:
According to the reporter, the surgeon felt the knife did not cut properly, two specimen donuts were still attached to the anvil. The surgeon took down the anastomosis and did over. There was no pt injury and a good outcome was obtained. Procedure: cholecystectomy.